Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient's parent indicated that the sensor was not reading properly and the mother did not notice that her daughter¿s bg was high. The patient used a tandem insulin pump, the mobile app and a receiver as display devices. She stated that the pump was working fine. Several days before halloween the child became symptomatic with extreme tiredness, dizziness, and nausea. Bg and cgm values at the time were not specified, but she gave an example of the inaccuracy that at one point at school the bg fs was 590 mg/dl and the cgm value was 390 mg/dl. After realizing the sensor was inaccurate calibration was attempted and was unsuccessful. After several episodes of vomiting, the patient was transported to the emergency room where she was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The sensor was removed and she was hospitalized to stabilize her bg level. Three or four days later after she recovered she was discharged in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.